Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Event description:
The customer reported unconfirmed false positive results with ID now covid 19 on (B)(6) 2022 and although requested, no additional information was received.no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1079621 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1079621, test base part number190-430 / lot 1079621. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue;however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.